Event description:
Pt was not feeling well. Ate breakfast and skipped lunch. Suspect device was used to check blood glucose level. Result obtained was 150mg/dl. No insulin was given. Pt vomitied twice. Pt's breath smlled fruity. Pt's spouse drove pt to the hospital where a lab blood glucose result was >1000mg/dl, 1-2 hours after the 150 result at home. Pt was admitted to the hospital and given an IV insulin drip.